Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2019. 1 coil was present at each right ostia and no coils were visible at left ostia post procedure. Current weight 156lbs. Discrepancy noted for essure removal date- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Imaging procedure - on an unknown date: result -not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("eproductive system disorder or condition:fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2019. 1 coil was present at each right ostia and no coils were visible at left ostia post procedure. Current weight 156lbs discrepancy noted for essure removal date- (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Imaging procedure - on an unknown date: result -not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: real fu was received and there was no significant change in the medical context of case. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2019. 1 coil was present at each right ostia and no coils were visible at left ostia post procedure. Current weight 156lbs. Discrepancy noted for essure removal date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Imaging procedure - on an unknown date: result -not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: quality safety evaluation of ptc: (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition:fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2019. 1 coil was present at each right ostia and no coils were visible at left ostia post procedure. Current weight 156lbs. Discrepancy noted for essure removal date- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Imaging procedure - on an unknown date: result -not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: plaintiff fact sheet received. Events added from pfs- reproductive system disorder or condition: fibroid, did not undergo confirmation test. Outcome of event dysmenorrhoea were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2019. 1 coil was present at each right ostia and no coils were visible at left ostia post procedure. Current weight 156lbs. Discrepancy noted for essure removal date- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Imaging procedure - on an unknown date: result -not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: pfs received: outcome of the previously reported event- pelvic pain female, abdominal pain were updated, essure removal date were updated, reporter was added, consumer weight was added, medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: result -not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs received-event injury updated to pelvic pain. New event dysmenorrhea (cramping), abdominal pain were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.